Event description:
It was reported that the pump's alarm volume was too low and the pump was not annunciating alarm sounds when an alarm was triggered at times. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.